Event description:
It was reported a patient's implantable cardioverter-defibrillator presented in backup operation with no backup defibrillation operation (bdfo). Programming changes were made to restore normal parameters. The patient status was stable.